Event description:
On (B)(6) 2012 the therapeutic consultant reported that the physician was having issues with his handheld. The physician reported that ever since his handheld device was upgraded to the 8.1 software, he was having troubles with the software freezing on the "interrogation successful" screen. No patients were affected as they were able to be interrogated upon after a hard reset was performed. However, the physician expressed dissatisfaction with the device and requested a new one. It was also noted that the connector into the wand was frayed from use, so that was returned as well. Product analysis was performed on the returned handheld which found no malfunction. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis was performed on the returned wand which confirmed cosmetic damage of the cable. Visual analysis identified a dislodged strain-relief grommet (rendering the strain-relief function ineffective) on the serial data cable. Analysis confirmed the integrity of the serial data cable continuity was not compromised by the dislodged strain-relief grommet. It is unknown how the strain relief grommet became dislodged. Although there was a visual anomaly with the strain relief grommet, the programming wand performed according to functional specifications.